Event description:
A software error was detected, reported as malfunction code 0, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.